Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient with an implantable pump containing morphine (unknown) for non-malignant pain. It was reported that the patient had a pump replacement yesterday and they spent the last 6 hours in the local emergency room because the patient was going through withdrawals. Caller wanted to know what to do to get the pump checked to see if it's working. The patient was redirected to their healthcare provider to further address the issue. Additional information was received from a consumer stating that they had been given morphine and that eased their symptoms and all they had in their pump was morphine, so something was not right. Patient questioned if there may be a kink in their catheter. Patient asked if there was a way to see their pump status on their personal therapy manager (ptm) screen; agent reviewed information. Agent assisted patient with connecting through myptm app; patient reported 3 boluses remaining and stated they did a bolus yesterday evening. Agent redirected to healthcare provider to further address the issue. On (B)(6) 2026 rtg1059578 (con): additional information was received from the patient stating they 'didn't put the pump right when they put it in' and they went through 'severe cdt' and detox, they had to go to the emergency room having 'seizures'.